Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged skin breakdown is related to activ.a.c.¿ therapy. It is unknown if medical or surgical intervention was required. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. If any signs of irritation or sensitivity to the drape, foam or tubing assembly appear, discontinue use and consult a physician. To avoid trauma to periwound skin, do not pull or stretch the drape over the foam dressing during drape application. Extra caution should be used for patients with neuropathic etiologies or circulatory compromise. Points to remember with using v.a.c.® therapy: ensure a good drape seal has been achieved. The activ.a.c.¿, infov.a.c.¿ and v.a.c. Ulta¿ therapy systems offer a seal check¿ leak detector that provides assistance in identifying leaks.

Event description:
On (B)(6) 2019, the following information was reported to kci: the patient experienced an issue with the activ.a.c.¿ therapy system. On (B)(4) 2019, the kci representative presented to the hospital and noted the activ.a.c.¿ therapy had already been removed from the patient. On (B)(6) 2019, the following information was reported to kci by the physician: the physician confirmed the activ.a.c.¿ therapy system indicated the proper pressure setting, the dressing was compressed, and no alarms or screen indicators occurred, but alleged the patient's exudate was leaking from the dressing and was not being suctioned into the canister. The patient's skin subsequently appeared to breakdown allegedly due to the exudate pooling on the periwound skin. No additional information is available. On 03-apr-2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On 25-apr-2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.